Event description:
Related manufacturer reference number: 1627487-2021-02163, 1627487-2021-02165, and 1627487-2021-02166. It was reported that the patient experienced discomfort at the ipg and lead sites. Dr. Hebb revised the pocket multiple times with no resolution. As a result, the system was explanted on (B)(6) 2021.

Manufacturer narrative:
The report of discomfort at the device site was not able to be confirmed. Discomfort or pain at the device site is commonly associated with patient anatomy and/or the location of the device; there is no testing for the returned device that can confirm this type of complaint. Visual and microscopic inspection of the devices found no anomalies that would have existed prior to explant that would have contributed to the alleged complaint.